Event description:
It was reported that the patient was not having adequate pain control. Reporter stated that patient was in the hospital, terminal with "uncontrollable cancer, renal carcinoma". His dose of dilaudid was 3.9214 mg/day and, with a bolus of 4.6415mg/day. The patient's last dose increase was on (B)(6) 2012. He was then in the hospital the following day on (B)(6) 2012. The reporter stated that the pump management healthcare provider could not see the patient in the hospital. The pump was due to run dry at the end of (B)(6). It was later reported on (B)(6) 2012 that the patient was flow to different hospital for his "final days with cancer". The medication in the pump was dilaudid. Additional information had been requested, however was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).